Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical supervisor reported that an intraocular lens (iol) was inserted into a patient's eye. The lens was noted to be broken. Lens was removed and another lens was implanted instead. There was no reported patient harm.